Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10, e1 and h11. B5: upon follow up, it was reported that the cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and was treated with unspecified antibiotics for peritonitis. On an unknown date the patient was discharged from the hospital and recovered from peritonitis. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis event. Treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.